Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a suspected infection at the ipg site. As a result, the patient had a complete system explant on (B)(6) 2019. Further information was requested but not received.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a device problem was not identified as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.